Manufacturer narrative:
The manufacturer previously reported the device software was reloaded to address an lcd issue. During further testing the ventilator's lcd remained blank. The device's lcd was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's lcd screen was blank. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's software was reloaded to address the issue.